Event description:
Immediate burning sensation. She has experienced this before from other products. Ky jelly was a past brand that caused this issue, along with ID water-based (natural feel). Discomfort lasted until the body was washed. Once product was washed away irritation was gone.